Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, since damage to the curved tube was confirmed, it can be inferred that buckling or denting occurred in the forceps channel, making it difficult to insert and remove the instrument. Based on historical data, possible causes of missing curved rubber adhesive include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno fiberscope exhibited instrument could not be inserted into the forceps channel. In addition, the curved rubber adhesive section was missing there was no patient involvement.